Manufacturer narrative:
Additional information was requested. However, no additional information was obtained. Based on quality assessment, the product met specifications at the time of release. Based on the investigation results the root cause of the reported event could not be determined. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that adhesions were noted and the flap was unable to be lifted in the right eye post laser treatment. The patient will have photorefractive keratectomy in the right eye at a later date.